Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the ilet bionic pancreas during sensor warmup, showing an incorrect code error until the app was restarted, after which the ilet displayed that it was pairing and the agent verified the correct pairing code in the device cgm information. Symptoms included no reported adverse clinical effects. Outcomes included the user being able to proceed with sensor pairing and being advised to monitor the process and call back if the issue persisted. Investigation included technical support troubleshooting and user guidance. Investigation of this case revealed that restarting the ilet resolved the pairing code entry issue and the system proceeded with pairing as expected. It was concluded that the event was consistent with a transient communication or software pairing anomaly without patient harm.